Event description:
Customer reported that she had low blood glucose of 63 mg/dl and passed out at church due to her insulin pump over delivered. She stated that her blood glucose has been fluctuating from low to high. Review bolus history for accidental button pressing. No accidental button pressing was found. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked battery tube threads noted during visual inspection.